Event description:
On (B)(6) 2012, a trifecta valve (size unknown) was implanted. On (B)(6) 2019, the trifecta valve was explanted. A non-abbott valve (unknown model/size) was implanted. Additional information has been requested, but unavailable.

Manufacturer narrative:
An event of valve explant for an unspecified reason was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2012, a trifecta valve (size unknown) was implanted. On (B)(6) 2019, the trifecta valve was explanted. A non-abbott valve (unknown model/size) was implanted. Additional information has been requested.